Event description:
The patient experienced a loss of therapeutic effect. She went through a security device and now her implant isn't working as well. The patient was last evaluated by the healthcare professional on (B) (6) 2009; at that time, she was getting excellent results from the device. The healthcare professional had not seen nor heard from the patient since.

Manufacturer narrative:
(B) (4).